Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead; product ID neu_siliconeanchor, serial# unknown, product type: accessory; product ID neu_siliconeanchor, serial# unknown, product type: accessory; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead. (B)(4). The lead (model 39565-65, serial# (B)(4)) was explanted and returned for analysis. Analysis found breached metal ion oxidation (mio) on the lead.

Event description:
A health care provider (hcp) returned an explanted product, noting ineffective therapy. This had occurred over the past three years, where the pain relief had diminished over time and the patient had not been using the therapy. However, it was specified that the date that the symptoms had begun occurring was (B)(6) 2015. Symptoms included chronic left leg pain. Troubleshooting efforts involved generator reprogramming. The system was later explanted on (B)(6) 2015, and the patient was noted to have recovered without sequela. The indication for use was post lumbar laminectomy syndrome, and a supplemental report will be submitted if additional information is received.